Event description:
It was reported that balloon burst occurred. The target lesion was located in an arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst upon first inflation at less working pressure for 1 second. The device was simply pulled out and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer, without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 10 atmospheres. A visual examination was performed on the returned device. It was noted that approximately 8mm of one blade and blade pad was lifted distally from the balloon material. The remaining 12mm of the blade and blade pad was full bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst upon first inflation at less working pressure for 1 second. The device was simply pulled out and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.